Event description:
We opened a 5 mm harmonic laparoscopic reprocessed hand piece and did the regular set up with the two clicks, took the unit off stand by, and performed the self check. No matter what we tried to do the hand piece would error. After trying the usual set up steps three times with checking the hand piece and screwing it back together, and then attempting the self-check off stand by, the device was still reporting error. Physician requested that we open a laparoscopic ligasure hand piece and to document the equipment failure. We saved the faulty hand piece and labeled it with a patient sticker. The rep was informed of the error.